Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) episodes and delivered shocks. It was suspected that the shocks were due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.